Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that after pocket closure, this right atrial (ra) lead exhibited loss of capture. A chest x-ray was performed and the pacemaker device was confirmed to have migrated from its position. In addition, this ra lead slack had decreased and it was found dislodged. Subsequently, the patient was hospitalized and underwent a surgical intervention to reposition this ra lead. This lead remains in service. No additional adverse patient effects.